Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the inform meter pins are burnt. No adverse event reported. A request was made for the return of the suspect device.